Manufacturer narrative:
Insulin pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement and self test due to frozen display. Unable to confirm no button response due to frozen display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display. Customer's blood glucose level was 108 mg/dl. The customer cannot pull up any screen on her insulin pump, she was pressing buttons but it¿s not taking her anywhere. Customer reported that after changing the battery they had same problem. Customer reported an alarm occurred during the time the buttons stopped responding. Customer was unable to clear the alarm. Customer reported that the screen was blank after inserting new battery, insulin pump did not alarm following new battery insertion. Customer observed insulin pump for 3 minutes to verify time clock works properly, time was advancing but display was frozen, or alarms do not recur. Customer was advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.